Event description:
Carton shipped directly from MFR indicates insulin syringes, 28 gauge x 1/2" length, 3 boxes of 100, and a lot no. In the carton, there are 3 boxes containing 100 1cc 28 gauge x 1/2" length syringes but 2 of the boxes packaged are insulin syringes 100 1cc 29 gauge x 1/2" length with same lot no.